Event description:
Rn was using methaline blue dye during a procedure with gloves on throughout. During the procedure she felt "wetness" in her gloves. At conclusion of case, rn removed her gloves and noted she had blue staining in various spots on her hand. Rn inspected the gloves, and there were no holes noted. She reported she was very careful in removing gloves and did not accidently touch her hand with dye. She is concerned that if the dye was able to permeate through the glove, other matter may be able to as well. Gloves were removed from room.